Event description:
Customer reportedly received the following results stored in the compact system memory, which differ from her actual results: 349 mg/dl (memory), 143 mg/dl (actual); 346 mg/dl (memory), 105 mg/dl (actual). No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. The memory malfunction was noticed in 2007. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test strip lot number 20658641, expiration date 07/31/2008.

Manufacturer narrative:
The suspect product is the compact meter.